Manufacturer narrative:
Clinical evaluation performed by medical affairs director. At 4.5 years after primary tka the insert security screw is found unscrewed and migrated from its seat. It is far away from the articulation, in a rather harmless position. Screw back out after such a long time is an extremely rare event, although it is possible that the screw had moved long before - we have no radiographic history of the case. The insert is approved to function properly even without said screw. The reasons that may have led to self-unscrewing are not known: in the laboratory, such a situation could only be reproduced by tightening the screw with insufficient torque, but other factors may presumably also play a role.

Event description:
Inlay locking screw unscrewing, no revision has been performed at the moment. Primary was performed in (B)(6) 2017.